Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson at a time when he was unable to use the aviva sys, due to error within specs. The device error was resolved through troubleshooting with MFR's product support agent. A request was made for the return of the sys and a replacement was sent.